Manufacturer narrative:
Eval summary: the standard poly liner is implanted for approx 12 yrs. The device is still in-vivo, and it appears from the complaint that the poly has worn by 2mm. Pt details like weight now and during implant, activity level, age,and build are not available. It is not possible to determine exact cause of current situation with available info. Eval: no product or x-rays were returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the device was implanted in 1995. Post-op, there is approx 2mm poly wear. A revision surgery has not been scheduled.